Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. (B) (4) no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that oversensing was noted after the lead was attached to the device, while the surgeon was suturing up the pocket. Prior to this, measurements were good. The device was removed from the pocket and the lead removed, reinserted into the device, and firmly secured. The device was replaced in the pocket, and measurements were acceptable. While moving the patient from the stretcher to the bed, the patient received 2 shocks due to oversensing. Detection was suspended, and an x-ray was done, showing no change in lead position and the pins well into the header of the device. Attempts to reproduce the oversensing were unsuccessful, so the device and lead were both replaced. No further patient complications were reported as a result of this event.